Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The wbc count is not available at this time. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the disposable set was unavailable for return and investigation, therefore a root cause could not be definitively determined. It is possible the disposable set was defective or improper loading contributed to the failure.

Event description:
Initially, it was understood that the customer was reporting an elevated wbc count, but upon further follow-up, it was determined that the customer was reporting a leak in the centrifuge. No injury was reported regarding this incident. Due to EU personal data protection laws, the patient information is not available from the customer.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Analysis of the run data file showed it was uneventful until 55 minutes into the 90 minute procedure: the 'leak detected' alarm was generated. The centrifuge was stopped and the run ended 3 minutes later. Root cause: this disposable set was unavailable for specific root cause analysis. Possible causes include but are not limited to:- loop was loaded incorrectly- misload of the centrifuge collar in the collar holder, such that the locking pin did not engage- loop bearing not loaded correctly into either bearing holder- manufacturing defect of loop, braid & bearings connection to loop sleeves- bond failure of tubing to channel, control y, or chamber- misload of channel resulting in seam leak or damage to channel from other centrifuge components such as the centrifuge arm- chamber misload (incomplete or forgotten seating into the bracket)- manufacturing defect of channel welding.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.